Manufacturer narrative:
(B)(4). Unit received with detached end cap. Unable to perform the displacement test due to detached end cap. Pump received with cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address, serial number label and cracked reservoir tube lip. Pump passed the displacement. The test p-cap, reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had loose retainer ring. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.